Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. It was stated that the customer did experience vomiting and nausea. Troubleshooting was performed, and the drive support cap appears to be normal. The caller mentioned that the bolus history was reviewed and found that the amount of insulin delivered was less than it was supposed to be. The caller stated that the bolus delivery was stopped, but the insulin pump did not alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the displacement test. Further testing could not be performed due to the prime anomaly. The reservoir amount matched the status screen.